Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not charged the ipg in approximately two months. The patient stated he was no longer able to communicate with his ipg and the charger. Surgical intervention may be taken to address the issue.